Manufacturer narrative:
Our investigation of the reported event regarding leakage during the pre-use checks tests has been finalized. The reported event could not be confirmed from the received device logs. The technical logs do not have any indication of a ventilator malfunction and, the test logs showed that all pre-use checks tests had been completed successfully. On-site evaluation performed by our field service engineer (fse) indicated that the expiratory cassette membrane was dirty however, no parts were replaced. A dirty expiratory membrane can cause, in some cases, leakage. The fse cleaned the expiratory cassette membrane and after successful functions and safety testing was completed, the ventilator was returned to service. Our conclusion is that the cause for the reported event was due to the dirty expiratory cassette membrane.

Event description:
(B)(4).

Event description:
On 03/17/2016 01:07 pm (gmt-4:00) added by (B)(6): it was reported that the ventilator failed the internal leakage sub-test during the pre-use checks. There was no patient involvement reported. (B)(4)